Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the returned data. The returned data have been analyzed. The analysis of the available iegms revealed noise in the rv and ff channels, which led to multiple shock deliveries, confirming the clinical observation. Based on the available data the root cause of the noise could not be determined. However, there was no indication of an ICD malfunction. The integrity of the lead cannot be assured. Should further relevant information or the devices themselves become available for analysis, this report will be updated.

Event description:
Patient received with multiple shocks due to lead issue. Tachy detection (therapy) was turned off. A revision is planned.